Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3, d6: timeframe of data collected is november 2013 to october 2023. D1, d2, d3, d4, g4 - 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pmcf data was received which includes safety related data on distal femur plates. Subject 19 ¿ 60 year old female. Implanted devices condylar plate and 12 screws. Patient experienced arthrofibrosis knee and surgical intervention. This report is for an unknown locking screw. This is report 8 of 10 for (B)(4). Additional reports are captured under (B)(4).